Manufacturer narrative:
An evaluation of the provided information has been made available. The device history records could not be reviewed. The compatibility check could not be performed as no product information was provided. Review of incoming information: the journal article states that the patient received the implant and is being monitored due to pain. Neither x-rays, operative notes, office visit notes, or photos were received. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. (B)(4).

Event description:
The journal article "*evaluation of satisfaction and durability after hemiarthroplasty and total shoulder arthroplasty in a cohort of patients aged 50 years or younger: an analysis of discordance of patient satisfaction and implant survival" from josef k. Eichinger, md, mc, ltca, lindsay r. Miller, bsb, timothy hartshorn, mdc,xinning li, mdd, jon j.p. Warner, mde, laurence d. Higgins, mdb was received. It stated that the patient received a a.s. Glenoid and is being monitored due to pain.